Event description:
It was reported that during procedure, the subject stent could not be recaptured into the microcatheter fully. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.